Manufacturer narrative:
Additional info: h3: the product was not returned; however, images were provided. Review of the images shows that one of the tabs and the threaded tip have fractured off the implant holder. One radiographic image provided appears to show the threaded tip still in the screw head.

Manufacturer narrative:
Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
Allegedly the patient underwent a subtalar joint fusion surgical procedure. It was reported that the implant holder broke off in the nail. The broken portion couldn't be removed and the nail was not able to be removed. No additional patient complications were reported.